Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found.

Event description:
It was reported that during the implant procedure, the lead needed to be repositioned. There was difficulty in retracting the helix and it took multiple turns. Once the helix was retracted, it could not be extended. The device was not implanted. No patient complications have been reported as a result of this event.